Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of stimulation and a loss of therapy. The implantable neurostimulator (ins) suddenly stopped working on (B)(6) 2017. It was reported that the home help nurse told the patient that the leads appeared to be twisted on (B)(6) 2017. The patient was at the health care professional (hcp) office on the day of the call and was waiting to be seen by the hcp during the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.